Event description:
The manufacturer was notified on (B)(6) 2013 of a mitroflow valve that was explanted on (B)(6) 2012 after 4.8 years due to early calcification of the leaflets.

Manufacturer narrative:
Device history records review will be conducted upon identification of the valve serial number. Morpho-histological analysis will be performed on the valve. Method - preliminary device gross examination was performed on 12/19/2013. Device history records review will be conducted upon identification of the valve serial number. Morpho-histological analysis will be performed on the valve. Results - no definitive results at this time. Conclusion - no conclusion can be drawn at this time as device is currently in the process of being evaluated.